Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: there was no pump data from the time of the reported event due to continued patient use of the pump. There were no alarms observed in the pump black box and alarm history. During testing, the pump powered on appropriately and exercised for 24 hours without alarms occurring.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting multiple alarms; no further details were provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.